Event description:
It was reported that a patient had been implanted with crown sliders and skull pin on (B)(6) 2013. A surgery to remove the devices was performed on (B)(6) 3013, after an anterior skill pin had backed out. During the removal, the skull pin anterior head could not be disassembled from the slider, and so the devices were removed. There were no adverse patient consequences as a result, and the physician intends to perform another halo system installation procedure on (B)(6) 2013.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. The incident in this report is associated with the device reported in MFR report # 1526439-2014-10544.

Manufacturer narrative:
Visual inspection noted that the two skull pins were still screwed into the 3d crown zero sliders. Various attempts to unscrew the skull pins were taken. However, it was very difficult to fully unscrew the skull pins. It appears that the skull pin threads have become ceased inside the sliders causing the skull pins not being able to unscrew. A review of the device history record (DHR) for the 3d crown zero deg slider found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A 12-month review of the complaint trend analysis for the 3d crown zero deg slider was conducted on the specific product code from this complaint as the product family does not exist for this product. It was noted that there were no related complaints associated with the skull pin coming off and sliding; of which there was no harm to the patient but potential may exist if the fault were to recur. Review of complaints found no significant trends. The root cause cannot positively be determined. It is inconclusive of how the skull pin has loosened and slided off. No corrective action/preventive action (CAPA) is necessary at this time as there has been no issue identified in the manufacturing or release of the 3d crown zero deg slider, nor there has been any systematic trend. Therefore, this complaint file will be closed with no further action required.